Manufacturer narrative:
The customer's report was verified and attributed to a failed software upgrade. The proper r series software was installed to resolve the report. Historically failures of this type are a result of the device's software being upgraded in the field. The customer was contacted to determine if an upgrade had been attempted, however, no response was received. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.